Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: external insulation abrasions were found at 9 - 10.6cm and 12.7 - 14.0cm from the distal tip, consistent with friction to another device. External insulation abrasions were found at 14.2 - 14.5cm and 15.3 - 15.5cm from the connector pin, consistent with friction against the ICD can. The etfe coating was intact at all these locations.

Event description:
This report is to advise of an event observed during analysis.